Event description:
A customer reported experiencing button and charging issues with their pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that a replacement pump with updated software would be sent, and training would be available in their tandem source account. The customer was also instructed on returning the problematic pump, including allowing the battery to deplete fully and using a pre-paid ups label within ten days. The customer understood and acknowledged all instructions.